Event description:
The site reported that when they assign a study as "needs-over read" using the auto-assign functionality in mckesson radiology pacs, the study is not automatically assigned to the emergency department physician group. No patient harm was reported.

Manufacturer narrative:
Mckesson has investigated this reported issue and concluded that the root cause of the problem is a software defect. As part of the site specific workflow, for patient in the emergency department, radiologists save a preference setting to automatically assign studies with positive or suspicious findings, to the emergency department physician group for further review. Due to the software defect the preference setting was not saved resulting in not automatically assigning selected studies and alerting the emergency department physicians for further review. This could potentially cause a delay in care for patient requiring further treatment. A software update has been provided to the reporting facility to resolve the issue.